Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional percutaneous transluminal angioplasty procedure. Reportedly, while using the knot pusher and pulling the tension suture the suture and suture came out of the vessel wall. A second proglide device was deployed and a suture retrieval issue occurred. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The other proglide device referenced is being filed under a separate medwatch MFR number. Evaluation summary: the device was returned for evaluation. The reported needle to cuff miss was not confirmed. The returned device analysis indicated a link detachment had occurred, which could appear similar to a cuff miss. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.